Event description:
It was reported that during a da vinci surgical procedure, the surgeon complained that the large suturecut needle driver instrument would not cut the suture. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the scissors don't fully close due to blade damage. As a result, the blades did not cut through their entire length and a cut test failed. One blade edge had an indentation between the midpoint and tip that acts as a mechanical stop for the other blade when closing. It was concluded that the damage found was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .047 - .185 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.